Event description:
It was reported that after an interventional coronary procedure, arteriotomy closure was attempted of a non-calcified and non-tortuous common femoral artery using a perclose proglide device. The device was inserted into the vessel over a guide wire and positioned achieving arterial luminal marking with pulsatile blood flow from the marker lumen of the device. The guide wire was removed through the guide wire exit port. Reportedly, although the entire suture was able to be removed from the device, the knot was tightened and would not move. The suture was removed and manual arterial compression was applied to achieve hemostasis. The final outcome of the patient was reported to be satisfactory. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported knot being tightened and the knot not being able to move when the suture was removed from the device was not confirmed as analysis of the device revealed the knot was not locked and the knot was in proper position from the rail-end of the suture for a successful knot delivery and closure of the vessel. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.